Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. Technical support assisted the caller with resetting the pump, which resolved the malfunction, and instructed the caller to continue using the pump but to call back if the malfunction code recurs. The caller acknowledged and understood the guidance provided.